Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise which led to over sensing and pacing inhibition. The lead was capped and replaced. The patient was in good condition.